Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote merlin transmission revealed non-sustained right ventricular oversensing episodes due to loss of capture. The loss of capture caused sensed events to become trashed intervals. Then, the right ventricular threshold had intermittently risen to a high value. Turning off the capacitor confirm was recommended. No further information is available.